Event description:
It was reported by the distributor, the high-definition 3cmos camera head presented no image. No patient harm reported.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Upon further review, it was determined this complaint/report is a duplicate of MFR report number # 8010047 - 2022 - 07828.